Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable drug infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient had wound dehiscence. The pump was removed from the patient on (B)(6) 2016 and returned to the manufacturer for analysis. There was no patient death. No additional information was provided. If there is additional information reported, the event will be updated.

Manufacturer narrative:
Analysis of the pump found no anomalies. Interrogation of the pump determined it was used to infuse baclofen [ 2000.0 mcg/ml] at 1,317.4 mcg/day. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.